Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was in a car accident and was taken to the hospital for low blood glucose. The blood glucose reading was 30mg/dl. The customer stated that he was released the next day after his glucose level was normal. The customer stated that the battery was removed and the device alarmed. Ran a fixed prime test and the insulin exited. The amount of insulin left in the reservoir and the status screen matched. The customer stated that the day of the accident, he went to the hospital to have blood drawn, and then he did not feel very good. The customer got in the car, and woke up in the hospital. No further info was provided.